Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support, the blockage was found to be in the cartridge. A cartridge change was performed resolving the occlusion. The customer's blood glucose level was 282 mg/dl.